Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An inspection of the returned endoscope confirmed the defects mentioned by the customer ¿¿insertion tube was wrinkled¿ and ¿angulation was out of specified value¿. Insertion tube was found to be wrinkled. Angulation had free play and does not reach the specified standards. However, the allegation ¿leakage around forceps elevator lever¿ was not confirmed. There were few additional findings. Adhesive on bending section cover was detached. Connecting tube was wrinkled. The coating of the connecting tube was peeled off. Indication on connecting tube was unclear. Distal end had corrosion. Due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value. Due to wear of angle wire, the play of up/down and right/left knob was out of the standard value. Due to wear of lock engagement lever, up/down knob could not be locked securely. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported to olympus, the angulation knob around the forceps elevator lever of the duodenovideoscope exhibited leakage. Angulation was out of the specified value. The insertion tube was wrinkled. The device was returned and an evaluation at the repair center revealed, the distal end had foreign material or stain. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.